Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3389s-40 lot# v311822, implanted: 2009 (B)(6), product type lead product ID, 3389s-40 lot# v311822, implanted: 2009 (B)(6), product type lead. (B)(4),

Event description:
It was reported that the patient experienced a "rush" when she turns her implant back on after going to the dentist. It was further reported that the patient had an incident where she pushed on the left lead on her neck and her eyes crossed. The patient thought it may be related to the fact that she was standing in water on her porch. It was noted that the patient had increased her stimulation from 4.0 to 4.9 on the friday prior to the date of the report, because she lost the ability to walk about 6 weeks prior to the date of the report. It was also reported that the patient had a fall 2 to 3 months prior to the date of the report where she hit her head on the dishwasher and it caused a dent on top of her head near the lead site. It was also reported that the patient noticed 4 months prior to the date of the report that she had to use her finger to open her eyes. The patient's health care provider (hcp) reportedly gave the patient "shots" which "helped some." It was also reported that the patient's eye "started to jump." Two weeks later, it was reported that the patient's eye symptoms resolved with a decrease in amplitude on the right subthalamic nucleus (stn) stimulation. It was also noted that there were no abnormal impedances.

Event description:
It was further reported that the patient had slight double vision, nausea, and was light headed when she pressed on the lead/extension connection. Electrode and therapy impedances checked. No results given. The patient¿s status was noted to be alive with no injury. It was later reported that impedances were all normal. The patient received a routine stimulator change without any problems. Impedances following the battery change were still normal.

Manufacturer narrative:
(B)(4).